Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver shocked the patient and left a bruise. Patient did not seek medical assistance. Additional event or patient information is not available.